Manufacturer narrative:
(B)(4) per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review for (B)(4) found two (2) similar complaints during this time period. The g8 operator's manual under chapter 6 - troubleshooting, states to review all chromatograms to determine whether the results are valid. In most cases, results for the sa1c% are reportable. In some cases, the sa1c% may be invalid depending on the hemoglobinopathy present, the flow rate, and the condition of the column and reagent system. The reported high retention time on patient samples was attributed to the flow factor requiring adjustment.

Event description:
On (B)(6) 2017 a customer reported seeing higher than normal sa1c retention time on patient samples. Quality controls (qc) were within normal range, but retention time was high as well. Patient samples were not reported out of the laboratory. The customer reported that column count was 2100 injections (2500 maximum recommended) and sa1c range was 0.62 to 0.63 (acceptable range is 0.57 to 0.61). The customer was instructed to adjust the flow factor, which resolved the issue. It is not known whether patient results differed before adjustment to the flow rate and after. There is no indication of any patient intervention or adverse health consequences due to this event.